Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (160-400 mg/dl) and a bolus would be delivered if needed to lower the bg. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to removed the infusion set site. Tandem technical support advised the customer to discuss the high bg events with a healthcare provider. The customer had no further questions.